Event description:
It was reported that this malleable penile prosthesis was explanted for unspecified reasons. A new device was implanted. No patient complications were reported.

Event description:
It was reported that this malleable penile prosthesis was explanted for unspecified reasons. A new device was implanted. No patient complications were reported.